Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a scheduled procedure. During the post-op check, it was discovered that the right ventricular lead exhibited loss of capture. Programming changes were attempted however, were unsuccessful. A lead revision was performed, and it was attempted to reposition however, the lead exhibited high capture thresholds. The lead was explanted and replaced. The patient was in stable condition.

Event description:
New information noted that the helix was unable to extend, retract, and was damaged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.